Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging heart failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleged heart failure. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and the manufacturer visually inspected the external and internal showed dust/dirt contamination inconsistent with degraded sound abatement foam was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was presence of contamination in the airpath. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to h10 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleged heart failure. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device and evidence of water ingress on the blower and blower box. Unknown sticky contaminate found on the exterior of the device and plastic like debris from an unknown source found in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no errors were observed. The manufacturer concludes that they could confirm the presence of dust/dirt contamination in the device.